Event description:
In the stereotactic room, the radiologist inserted the needle into the pt, advancing it into the breast. When he did this, the suction tubing on the end of the probe fell off. The needle was withdrawn and replaced. The exam was finished without incident/harm to the pt. The pt was made aware of the incident. (B)(6) was notified, the product was kept and saved. A new needle from a different lot number was used. It was recommended by the rep that they utilize a needle from a box with a different lot number. She will replace that whole lot.